Manufacturer narrative:
A titan touch pump and cylinders were received for evaluation. No functional abnormalities were noted with the pump. Abrasion was noted on all pump tubing. The surfaces of the tubing detachment ends showed them to have uniform striations, indicating contact with sharp instrumentation. No functional abnormalities were noted with either cylinder. The surfaces of the tubing detachment ends showed them to have uniform striations. The inlet tubing and connector were detached to allow testing. Abrasion was noted on the detached inlet tubing. No functional abnormalities were noted with the tubing or connector. The surfaces of the tubing detachment ends showed them to have uniform striations. Because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, not inflating, bulb staying depressed. The device was revised/replaced. Device returning. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.